Event description:
It was reported that upon completion of the procedure, the pta balloon could not be completely deflated. Reportedly, using some force, the physician was able to successfully remove the device through the introducer sheath. There was no vessel damage observed and no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The device has not been returned to the manufacturing site to date. Further investigation is pending.